Event description:
A malfunction alarm was reported by the customer with the code malf 15. Customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise again.